Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that the patient was hospitalized for the event. Treatment was not reported. The patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of the peritonitis was unknown. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.